Manufacturer narrative:
Investigation results: visual investigation: here we found the typically signs of a forced fracture surface. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are two similar complaints against the same lot number(s). The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. To ensure proper application, it is necessary that the surgeon spread the downtube completely with the removal key as mentioned in the IFU. Due to the hazard, as a precautionary measure a fsca was initiated.

Manufacturer narrative:
Without further knowledge about the circumstances we assume, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU) sothat the catch broke off during removal.

Event description:
It was reported that there was an issue with sz378r-ennovate mis downtube short according to the complaint description, it wasreported that the nose of the downtubes are broken. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).